Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not charge battery pack) was confirmed. As received, the charger/modem would not charge a battery pack. The q1 current controlling transistor was shorted. The cause of the inability to charge the battery packs is the shorted component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger was not charging the battery packs.